Event description:
It was reported that the insulin pump alarmed motor error last night. The keypad is unresponsive today. The current blood glucose reading is 116 mg/dl. Customer stated that he went to reduce his basal rate and the entire insulin pump froze and the keypad is unresponsive. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump passed displacement test, rewind and basic occlusion test. No motor error alarm or frozen screen noted. Unable to prime during prime/a33 test due to faulty force sensor resistor. Intermittent button response due to slightly corroded keypad traces. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Motor passed motor test. Minor scratched display window, scratched reservoir tube window, cracked reservoir tube lip and a bleeding lcd glass noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.